Manufacturer narrative:
(B)(4). The device was not requested due to use error. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter, precluding further device investigation. The cause of the increased intra-peritoneal volume (iipv) event, per the complaint information, was determined to be use error: inappropriate bypass of the low drain volume alarm (not including initial drain). Inappropriate bypass of the low drain volume alarm would result in an incomplete drain followed by delivery of the programmed fill resulting in an iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Review of the device history record revealed an emi gasket failure had occurred during manufacture of the device; the device was reworked and passed all subsequent tests prior to release to the customer. An emi gasket failure would not have caused or contributed to the reported difficulty of an iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he was overfilled. The hp felt really full and was having some pain. The hp stated he got a low drain volume alarm in drain 3 so he bypassed. The hp was now in dwell 4. The technical service representative (tsr) had the hp press stop and arrow down to manual drain, drain volume 4024ml. The fill volume is 2000ml. The tsr assisted the hp with ending therapy after the manual drain as the hp normally goes empty during the day. A swap was not arranged as this was caused from bypassing the low drain volume alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.